Event description:
It was reported that on (B)(6) 2026, a 29 mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. The patient went into a heart block, and a temporary pacemaker was placed to stabilize the rhythm. During the procedure, the valve was able to be implanted at a depth of 3-4 mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A permanent pacemaker was implanted to resolve the event. The patient was discharged.

Manufacturer narrative:
An event of heart block during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported medical intervention and surgical intervention were a result of case specific circumstances, as a temporary pacemaker was used and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.